Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a deflective fiber optic (fo) connector. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : the fse replaced the fiber optic sensor extension cable assembly, o-ring, tidal volume disk and cable tie. Subsequently, the fse completed pm service including all safety and functional checks. All testing passed. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
N/a.